Manufacturer narrative:
Asp investigation summary: the investigation included a review of the batch history record, complaint trending, system risk analysis (sra). Review and supplier analysis. Batch history review and trend analysis by lot number were unable to be performed due to the lot number being unavailable. Sra review indicates the risk associated with exposure to biohazardous, pathogenic, or infectious material is "low." The supplier was not notified as the issue was not identified as a manufacturing or functional issue. The assignable cause for the reported expired product is identified to be due to customer mis-use; the customer stated that the expiration date was not verified prior to processing. The applicable instructions for use (IFU) and a letter will be sent to the customer referring to the IFU for instructions. The issue will continue to be tracked and trended.

Event description:
A customer reported using expired cidex® opa test strips to test the mec (minimum effective concentration) of their cidex® opa solution and a device/scope that was cleaned and disinfected in the solution was released and used on patients. The customer reported the device/scope was high-level disinfected several times in the solution before realizing their cide®opa test strips had expired. The hospital stated they were tracking the patients for possible infection. There is no report of any infection or injury as a result of this issue. As a matter of policy, advanced sterilization products (asp) has decided to report cases where a customer reports using their cidex® opa test strips past the expiration date on the bottle since high level disinfection cannot be guaranteed.